Manufacturer narrative:
Block 3: date of event estimated. Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006. Product family: snm tined lead. Tined lead 1201, sn: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had a red light on the remote due to the end of life of the device. The patient has been using very high amplitudes for stimulation over the years, and it likely drained the device quickly. It was noted that during the initial stage 2 procedure, there was an open impedance on electrode 3, but the physician elected to implant the ins at that time anyway. Due to the open impedance and the dead battery, the doctor elected to replace the entire system. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator had a red light on the remote due to the end of life of the device. The patient has been using very high amplitudes for stimulation over the years, and it likely drained the device quickly. It was noted that during the initial stage 2 procedure, there was an open impedance on electrode 3, but the physician elected to implant the ins at that time anyway. Due to the open impedance and the dead battery, the doctor elected to replace the entire system. There were no patient complications.

Manufacturer narrative:
Block b3: date of event estimated. Block d2b: additional pro code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1na31638 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k) p190006 the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance high, error codes displayed on rc and premature discharge of battery was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of end of life problem identified.